Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When connected, it is reportedly, impossible to identify the internal device and proceed with in situ measurements. Re-implantation is being considered.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
When connected, it is reportedly, impossible to identify the internal device and proceed with in situ measurements. It is unknown if an accident or trauma occurred.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
When connected, it is reportedly, impossible to identify the internal device and proceed with in situ measurements. It is unknown if an accident or trauma occurred.